Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.